Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right proximal superficial femoral artery (sfa). Pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc). The 4.0mmx100mmx120cm supera self-expanding stent system (sess) was successfully advanced to the target lesion and the stent was successfully deployed. During removal of the delivery catheter, resistance was met and the delivery catheter tip separated. It was then noted that the thumb-slide had not been unlocked/retracted prior to attempting retrieval of the delivery catheter. The proximal portion of the sess was successfully withdrawn, and a snare device was used to successfully retrieve the separated tip. As the stent had fully deployed and treated the target lesion, the procedure was completed at that time. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip detachment was confirmed. The difficult to remove could not be confirmed as it was based on case circumstances. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the complaint handling database revealed no other similar incidents reported from this lot. The supera instructions for use (IFU) states: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.